Event description:
The patient underwent a mitraclip percutaneous mitral valve repair and insertion of intra-aortic balloon pump (iabp) via right common femoral artery. A few days later the iabp stopped and alarmed with "auto fill failure" and "maintenance code 2 required". The iabp was changed out and sent to biomedical services. There were no untoward patient effects.